Manufacturer narrative:
D3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the delivery issue was related to patient condition due to small vessels and stenosis

Manufacturer narrative:
Additional information was received indicating the patient expired. Sections b1, b2, b5, h1, and h6 have been updated.

Event description:
Additional information received on 28may2026 care was withdrawn and the patient subsequently expired on (B)(6) 2026. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support. A 74-year-old male with renal insufficiency, undergoing elective placement, presented in a pre-support clinical state consistent with scai shock stage e. An impella 5.5 was surgically inserted via the right axillary/subclavian artery on (B)(6) 2026 at 5:42 pm. During the procedure, advancement of the device was unsuccessful due to resistance encountered in the innominate artery, attributed to patient-specific anatomical constraints including a stenosed axillary artery and vessel diameter less than 7 mm. A guidewire was utilized, no excessive force was applied, and the approximate insertion angle was 60°. The device was explanted at 5:47 pm after failure to advance through the vasculature. The procedure was subsequently converted to impella cp support, which was successfully implanted without delivery issues. The device functioned as intended during support prior to removal, with operation at p-6 providing 3.0 l/min flow using a d5w sodium bicarbonate purge solution. The patient remains on support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 74-year-old male with renal insufficiency, undergoing elective placement, presented in a pre-support clinical state consistent with scai shock stage e. An impella 5.5 was surgically inserted via the right axillary/subclavian artery on (B)(6) 2026 at 5:42 pm. During the procedure, advancement of the device was unsuccessful due to resistance encountered in the innominate artery, attributed to patient-specific anatomical constraints including a stenosed axillary artery and vessel diameter less than 7 mm. A guidewire was utilized, no excessive force was applied, and the approximate insertion angle was 60°. The device was explanted at 5:47 pm after failure to advance through the vasculature. The procedure was subsequently converted to impella cp support, which was successfully implanted without delivery issues. The device functioned as intended during support prior to removal, with operation at p-6 providing 3.0 l/min flow using a d5w sodium bicarbonate purge solution. The patient remains on support.